Event description:
Healthcare professional reported pain, capsular contracture, baker grade ii and "prominent radial folds [¿] small amount of intracapsular fluid," identified via MRI, against right side device. Device remains implanted.

Manufacturer narrative:
Report telephone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.